Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failing and could not be recovered. The field service engineer (fse) found that main drawer 2.1 had failed and would not open. The fse also discovered that drawer 2.2 was experiencing the same issue. The station was powered down, and the rear panel was removed from the drawer. All connections were checked, and the rear panel was reinstalled. The station was powered back on, and both drawers opened normally from the application after the restart. The hardware testing application was launched, and a final test was performed with results posted. The application was launched, and the customer verified that both drawers appeared to be functioning normally. The proactive inspection process was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and cannot be recovered, and error message was notified as "requires maintenance". Customer unplugged the power cord, waited for a couple of minutes plugged back the power cords and switched the station back on for troubleshoot but issue still resisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.